Event description:
The customer reported that while the iabp was in use with a patient, it stopped working with no alarm messages. After rebooting, it functioned normally for a period of time, but then stopped again (black screen, no alarm sound). The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR. We have initiated an investigation of this report. The iabp involved in the event is 18 years old and has accumulated 20,000 hours of assist time. The customer was advised in (B)(6) of 2005 and in (B)(6) of 2006 that the product was nearing the end of its service life. Due to the age of the device, maquet has advised the customer that it is our recommendation that the iabp be replaced. We are following up with the customer for their response. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).